Manufacturer narrative:
Findings: unable to prime during prime alarm test due to moisture damage in faulty sensor resistor. Pump was monitored. All operating currents tested within specification range. No blank display or unexpected low battery alarms noted. Unable to perform occlusion, basic occlusion and excessive no delivery alarm test due to prime anomaly. Pump passed displacement test. Light corrosion noted in battery tube. Cracked battery tube threads, scratched display window and cracked case near display window corners noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.